Event description:
It was reported that occlusion alarms occurred. Customer¿s blood glucose level was 580 mg/dl. The elevated bg was addressed by a correction injection via manual insulin therapy. No third party assistance was required. Customer changed infusion set and cartridge and resumed insulin.